Manufacturer narrative:
Pump passed the self test and the displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm (line number 1970 file number 188) due to a software error. Pump received with scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a software error. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.